Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5184797. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the insyte autoguard product was observed without the safety device activated. Although full activation of the safety device did not occur, the photo shows that the button exhibited a slight movement inside the grip. Based on the investigation conducted so far, a probable root cause is improper spring formation, resulting in a ¿broken¿ spring, in which the last coil becomes misaligned and prevents the proper downward movement of the hub. Corrective actions for this defect are being addressed under a current action plan with implementation expected soon. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. During a peripheral venipuncture procedure, an anesthesiologist experiences activation of the bd insyte autoguard catheter needle collection device 20 gauge, which is not effective, thus leaving the needle exposed, with a significant risk of punctuating accident.